Manufacturer narrative:
The product was returned to the MFR for evaluation. The returned device battery pack's cable leading to the pulsavac had been severed. The instructions for use includes a warning not to cut the battery pack cable. Clinical follow-up indicated the case containing the batteries opened and the batteries fell out at the end of the procedure. No contents of batteries expelled and no medical intervention and/or harm reported through clinical follow-up. The cause of this complaint is consistent with a short caused by cutting the power cable. This will cause a rapid discharge of the batteries in that circuit. When this discharge occurs, the chemical reaction results in battery leakage as seen in the returned sample from the battery safety vents, this is a built in safety feature to relieve pressure build up.

Event description:
It was initially reported that the zimmer pulsavac plus unit had 'exploded' at the end of the surgery. "After surgery, the support battery emits an unusual noise and the support is hot (the wire was cut off after use). The nurse has just enough time to put the support before it explodes." No consequences with the surgery or the pt.